Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased to 15% since the last follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was later explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as stated by the field representative.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased to 15% since the last follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was later explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis due to physician decision as stated by the field representative.